Event description:
It was reported that the patient was septic due to an infection. At the time of report, the patient was in the hospital. It was stated that the healthcare professional (hcp) was not positive, but felt that the event was unrelated to the pump, as the pump was being continually managed and would be refilled. The device system was infusing compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
The hcp later confirmed that the patient¿s infection was not related to the device or therapy.